Event description:
Revision surgery - the patient recently suffered a fracture distal to the stem implant. The stem, shell insert and glenosphere were removed. The fracture was repaired and a long stem was implanted along with replacement components for all previously removed parts.